Event description:
It was reported that there was intermittent loss of capture and undersensing observed in the right ventricular lead one day after it was implanted. It was further reported that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013.